Manufacturer narrative:
UDI #: (B)(4).

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the defibrillator¿s paddle unable to activate the ¿charge¿ button, but the paddle set is workable on other units. There was no reported patient involvement.